Event description:
It was reported that urine leaked from the drain bag six days after use by home patients. It was also stated there was a balloon leak from the patient, but it seemed that a similar event occurred before. The user felt a few drops of water had come out and not sure if had a hole.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the drain bag six days after use by home patients. It was also stated there was a balloon leak from the patient, but it seemed that a similar event occurred before. The user felt a few drops of water had come out and not sure if had a hole. Per follow up via ibc on 21jul2022, this complaint was against the drain bag and the leakage was from the bag.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product.